Event description:
It was reported that on (B)(6) 2008, a xience v stent was implanted in the proximal circumflex artery. On (B)(6) 2012, about 47 months post implantation, the patient presented to the ER with left arm pain that did not resolve with nitroglycerine. Electrocardiogram (ECG) and elevated troponin levels revealed a myocardial infarction. 99% in-stent restenosis was found in the index target lesion of the left main and obtuse marginal arteries. An angiography was done, clopidogrel medication given, angiosculp angioplasty completed, and a non-abbott stent was placed to the target lesion. Revascularization was complete and all symptoms resolved. There was no adverse patient sequela or no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, cerebral accident, myocardial infarction, and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.